Event description:
This caller did not mention the lead alert, but it appears to be rpi 212 on the st jude rv lead. I see several instances for 190 ohms unipolar with readings of 209 ohms on the lead. The most recent being (B)(6) 2021. Also, this caller wanted guidance on how soon to replace the device. I gave her voltages for rrt, eri and eos and told her we want it replaced at rrt. I offered to send her the wording from the azure manual. The pt has had no symptoms, but the rv lead is chronically very high threshold and as a result the battery is draining quickly. Caller said there is no ability to lower the outputs at all. I discussed that capt mgt should not be on as it is an epicardial lead. Currently it is on monitor but abortinlll due to the high oulse width. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).